Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator and the electrode array (date not reported), subsequently resulting in the decision to explant the device on (B)(6) 2011.